Event description:
It was reported that the pt had no stimulation sensation and was "in a lot of pain" despite all three green lights coming on when the stimulator was turned on. The pt was also unable to adjust stimulation, receiving triple beeps when increasing and decreasing stimulation. The pt's stimulator was interrogated and a power-on-reset condition was noted. It was also noted that the device was near end of life. The battery depletion was considered standard end of life. The pt's stimulator was replaced. The explanted stimulator was not returned to the MFR. No pt outcome was reported.